Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient passed away approximately two months post implant of the implantable cardioverter defibrillator (ICD) system. Additional information obtained from the funeral home/coroner noted that the patient had been found deceased and the date of death is the best estimate. No autopsy was performed. No cause of death is known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).